Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their bottom teeth are starting to become loose when they take out the aligners. The patient stated that their dentist noticed their gums receding from this.